Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. . The database showed quality notifications were opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Recall work pending response to repair estimate submitted 8/25, for the following: front case: dent/chip(large/bot/ctr/edg). Chip(bot/edg/3 more). Keypad: incidental repair. Left iui has damaged ribs, chips/dent on upper edge. Right iui contacts are oxidized. (B)(4). Recall completed. Calibration completed. ==repairs: front case: dents/chips(lrg/bot/ctr/edg; bot/edg/3x, lt$rt/edg/1x): replaced front case. Iui's: lt: damaged ribs, dents(top/lt); rt:oxidized contacts: replaced both iui's. On dis-assembly, found internal frame bottom screw standoff broken. Replaced internal frame. Incidental repair parts: mylar gasket, keypad assy, syr detect flag leaf spring. Tamper seal void (missing) on arrival 8/25/2016. (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).